Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the device exhibited error code 104 which indicated a problem with the downstream occlusion sensor. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.

Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump exhibited system fault. No patient involvement reported.